Event description:
The brake caster wouldn't brake enough when engaged.

Manufacturer narrative:
Technician found the caster top was missing with caster bolt also. Technician replaced caster and missing hardware from customer stock to fix.